Event description:
It was learned through implant patient registry that a 25mm 2700tfx aortic valve in aortic position was explanted after an implant duration of six (6) years, 4 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including history of bicuspid aortic valve, hyperlipidemia and diabetes mellitus. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (component code, device code, and type of investigation).

Event description:
It was learned through implant patient registry and medical record that a 25mm 2700tfx aortic valve in aortic position was explanted after an implant duration of six (6) years, 4 months due to severe stenosis and calcification. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient tolerated well with no complications and was discharged on pod# 4. Per pathology, cusps were markedly diffusely severely calcified and immobile. Moderate pannus was present on both sides of the valve to the base of the cusps.